Event description:
A high drain error 103 alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2013 10:35:28 during the patient's night drain. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through review of the event history logs. The cause of the reported issue could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.